Event description:
It was reported that the 6800 system displayed a low voltage error. A footswitch not working error was also noted. Rebooting cleared the error and the case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and the I/o transition board. The system was tested and found to be working as intended and placed back into svc.